Event description:
During a routing ventilator check the ventilator serial #2103y became inoperative. The patient was transferred from mechanical to manual ventilation then to a portable ventilator with cascade. Total elapsed time was estimated at 3 minutes and patient was not in distress during that time. The patient was then transferred to a different ventilator at 1130 hrs on 5/26/94.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-94. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.